Event description:
The patient rec'd a single, 2nd degree burn after an electrotherapy treatment. The pt was burned in the area of treatment underneath the electrode. The pt sought urgent care medical attention as a result of the injury. The treating clinician prescribed the interferential electrotherapy waveform. The therapy was applied to the pt's leg. The clinician adjust the treatment intensity to pt tolerance. The treatment time was set to 15-20 minutes. The clinician left the pt during the treatment. Upon the completion of the treatment, he clinician returned to remove the electrodes from the pt. Upon removal of the electrodes, the clinician noted redness in the area of the treatment. The pt had not complained of pain during or after the treatment. Two to three days later, the pt reported to the clinic that the redness in one of the electrodes areas had developed into a very painful 2nd degree burn. The pt reported that they had sought urgent care medical attention as a result of the pain and the burn.

Manufacturer narrative:
A device evaluation was performed by our engineering dept. Root cause is unknown because the device performed to specification and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.